Event description:
It was reported that during use on a patient the nurse noted a sudden mains power loss in the room but the ventilator did not switched to internal battery mode. Reportedly the device alarmed and the patient was transferred to a backup ventilator.

Manufacturer narrative:
The event was reported to the national competent authority by the user facility without further notice to the manufacturer or its representative. There was no involvement of draeger service after the event and no service contract with draeger. The device is used for more than 10 years - the state of maintenance, especially of the internal battery is unknown. On request the hospital only replied that after the event the internal battery was exchanged by a 3rd party service provider - no further information available. Due to very little information and without any device checks or device logs the manufacturer can only assume (but not confirm) that an exhausted battery was the potential cause of the event (fail to switch-over to battery mode). The internal battery is subject to wear and tear - according the IFU (instructions for use, cpt: "check readiness for operation") the switch-over has to be tested regularly and the maintenance schedule (refer to IFU) defines the exchanged of the battery every 2 years. Final remark: in case of power loss the device generates an acoustic alarm.